Manufacturer narrative:
Aso evaluated returned samples as well as retained samples of the same lot number. In addtion, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products.

Event description:
Consumer reported that he had been using the device for a couple of weeks and when he removed one of the nasal dilators this took a piece of his skin off. Consumer reported that when he washed his face, the wound started bleeding. No medical attention was sought.